Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptic was twisted while injecting into the patient's anterior chamber. The iol was not fully inserted. Iol was removed and new iol was used to complete the surgery. No further information available.